Event description:
It was reported that the physician captured a large stone in a soft wire basket. During the lithotripsy the basket impacted on the stone and the drive wire broke. The physician was unable to free the basket from the stone and, therefore, remained in the pt. The pt was sent to surgery for removal of the stone and basket. The device was not available for eval, however, the instructions for use state "mechanical lithotripsy is the final non-surgical attempt to remove these stones through manual crushing."